Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced bradycardia with a heart rate in the 20's. It was also reported that suspected loss of capture and undersensing were noted on the right ventricular (rv) lead. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that rising thresholds were noted on the right ventricular (rv) lead. The lead was reprogrammed.